Manufacturer narrative:
Date rec¿d by MFR: 27mar2019. Date of report: 01jul2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The flow sensor malfunctioned and the technician found that the battery was depleted. Resolution and disposition: the technician replaced teh flow sensor assembly and recommended that the customer replace the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 05jul2019, date of report : 05jul2019. The gas delivery system (gds( was returned for analysis. A visual inspection revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that a defective u1 component on the air flow sensor caused the reported failure. Correction: the unit's battery was replaced with a battery from another unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's flow sensor malfunctioned. There was no patient involvement. Event date not specified, estimate used.